Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B) (4).

Event description:
(B) (6). It was reported that following a coronary artery stenting procedure the patient experienced stenosis in the target lesion. The lesion being treated was located in the 1st diagonal branch which was 90% stenosed, 2.5mm in diameter. The physician predilated the lesion using a 2.5x15mm balloon at 6atm. The physician then implanted a taxus express2 2.5x12mm study stent. Post-dilatation was performed with a 2.5x9mm. The patient was discharged. At 160 days after the index procedure the patient experienced stenosis. Intervention was performed in the distal left anterior descending artery. A taxus stent of unknown size was implanted for treatment. Residual stenosis became 0%.